Event description:
It was reported that loss of sensing was reported. Fluoroscopy revealed lead dislodgement. Perforation was suspected but not confirmed. The lead was explanted and replaced. The patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal tip measuring 48.0cm was returned for analysis. Due to the damaged lead tip, a lead tip stiffness test could not be performed. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.